Event description:
It was reported by service report that the brakes on both head end and foot end do not work. It is unknown if there was patient involvement or if there are adverse consequences to report.